Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. The iesu was placed on a system and was run in normal mode. M-02-3/1-07 errors did occur at startup. The iesu had no significant scratches or dents. The front bezel was in decent condition. The root cause is attributed to defective component.

Event description:
It was reported that during a da vinci-assisted lap band removal surgical procedure, the customer reported multiple erbe generator issues during use to the technical service engineer (tse). The customer informed the tse that monopolar and bipolar energy was intermittent, and they kept getting an m-02 error that kept returning. The tse confirmed error 25913 (m-02) errors in the system logs, pointing to the erbe generator. The tse advised the customer that the reporting m-02 errors would likely continue to return, and a backup energy device would be recommended. The customer had a backup iesu device but was not able to locate the covidien force triad jumper connection cable. The customer would continue to locate the cable and planned to continue with the procedure. The customer would call back the tse when the required cable was located to assist with the backup iesu connection. The procedure was completing as planned with no reported injury.